Event description:
During an office visit, it was reported that there was an increase in capture threshold. The lead was not dislodged and remains implanted.

Manufacturer narrative:
No medwatch form was received.